Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a "leak in iab circuit" alarm. Circumstances of incident occurrence not reported. No patient involvement or adverse event reported.

Manufacturer narrative:
The facility's biomedical engineer reported that they evaluated the iabp and were unable to reproduce the alleged malfunction. They ran functional and safety tests, the iabp passed and was released back into clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a "leak in iab circuit" alarm. Circumstances of incident occurrence not reported. No patient involvement or adverse event reported.